Manufacturer narrative:
No product has been returned for investigation nor were xrays provided to confirm the reported event. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury; dural leak..." No product returned for evaluation.

Event description:
On (B)(6) 2011 patient underwent an extreme lateral interbody fusion procedure. A dural tear with csf leak occurred intra-operatively. As per reporter tear was repaired during procedure. No allegation of product malfuction.